Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "not locking" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device is "not locking" to the motor. The device was being used during a neuro surgery. No patient or user injury or medical intervention occurred. There was no delay in surgery. There was no additional information provided.